Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reportedly experienced severe hypoglycemia during the first week of (B)(6) 2026; however, the exact date was not recalled. While wearing the pod for approximately 24 to 36 hours, the patient¿s blood glucose level declined into the 50 mg/dl range. The patient reported feeling unwell and vomiting. Although the controller displayed elevated glucose readings, the patient administered multiple bolus doses of insulin in an attempt to correct the perceived hyperglycemia. A subsequent fingerstick test revealed that the patient¿s actual blood glucose level was critically low. The patient consulted their healthcare provider via facetime and was advised replacing the pod. The healthcare provider also prescribed baqsimi nasal spray. The patient discontinued use of the pod and discarded it. Dexcom was notified of the event on june 24th, 2026.